Event description:
The service repair tech reported that during routine testing of the device at the service center, the race total indicated run-out (tir) measurement was out of specs. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). While performing routine service, the srt discovered the race total indicated run-out (tir) measurement was out of specs. The srt replaced the main bearing. With the bearing replaced and preventative maintenance performed, the unit operated to MFR specs and was returned to clinical use. No add'l action will be taken at this time.